Manufacturer narrative:
Investigation summary: customer returned (1) 1ml, 13mm, 29g bd safety glide insulin syringe in an open blister pack from lot # 8002679. Customer states that the needle rotated a little when rotating the needle protection device. The returned syringe was tested and the cannula was not able to rotate in the hub of the syringe. The cannula was firmly held in the hub of the syringe. A review of the device history record was completed for batch# 8002679. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that before use of the syringe 1.0ml 29ga 1/2in bls 400 sg the needle rotated when rotating the needle protection device. The following information was provided by the initial reporter: user complained that when rotate the needle protection device, the needle rotate a little.